Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31080556l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that during the case, as the physician was crossing over to get to the left atrium (la), the physician noticed the force reading went up to 90 grams of force. When the force came back down to normal levels, the anesthesiologist noticed the patient's blood pressure drop. The physician used ultrasound intracardiac echocardiography (ice) to confirm a pericardial effusion. They did a pericardial tap on the patient and removed 500 cc's of fluid and the patient then stabilized. The case was completed without further issue and the patient was sent to intensive care unit for monitoring. They stated a vizigo sheath, an stsf catheter, and a decanav catheter were used in the procedure; however, all of these devices were discarded before the caller could retrieve them. The physician stated they are not sure of the cause though they believe that when they were crossing over into the la, that the damage may have occurred then. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse was that it was procedural (during ts access). Outcome of the adverse event was improved. Patient required extended hospitalization because of the adverse event as the patient was upgraded to ICU bed to monitor. Generator was not used during the procedure. Transseptal puncture was performed. Prior to noting the pe or CT, ablation was not performed. No evidence of steam pop. The event occurred during the transseptal phase. Graph, dashboard, vector were used for force visualization.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). On 25-jul-2023, additional information was received, and it was reported that the adverse event occurred on 21-jul-2023. As such, this was the event date reported on the 3500a initial report mwr-26072023-0001450909. However, after an internal review, it was noted that since the procedure date was reported as (B)(6) 2023, as well as the adverse event was discovered during the procedure, it was determined that the correct event date would have been the same as the procedure date which is (B)(6) 2023. Therefore, the following fields have been updated from 21-jul-2023 to (B)(6) 2023: b3. Date of event and g 3. Date received by manufacturer.